Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Related manufacturing reference: 2184149-2023-00097. During the ventricular tachycardia ablation procedure, signal noise issues resulted in the procedure being cancelled. It was noted that there was a loss of both surface and intracardiac signals, the catheters were frozen on the screen but the live impedance numbers were still changing. It was possible to move through the tabs and menus without problems and load the different saved maps - suggesting the system was not frozen. The background of the waveform window turned blue and the electrogram lines turned purple. There were no error messages given from the system and the light on the front of the ensite x amplifier stayed solid green. Replacing the right leg lead, surface reference, and surfacelink did not resolve the issue. Rebooting the amplifier and dws restored the signals, however the procedure was already aborted and has not been rescheduled.